Event description:
Related manufacturer reference number: 2017865-2023-04279. New information received stated that during lead revision procedure, the right atrial and right ventricular leads had detached from their attachment site on the pectoralis major muscle. During retraction attempt the right ventricular lead screw would not retract and it was then utilized counterclockwise lead body torques with a gentle amount of tension to detach the lead. The lead pulled back without any issues and was removed. It was also proceeded with advancing a stylette into the right atrial lead and added significant slack to the lead and the lead was then tied down. After the lead tied down with gentle tugged, it was verified that the lead was not loose. Patient left the lab without complications.

Event description:
It was reported that right ventricular (rv) lead dislodgment was noted under fluro. No sensing and no capture were also noted. The lead was explanted and replaced. It was determined that the rv lead not properly sutured down to muscle - which led to dislodgement. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.